Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition due to a clean load point 2 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the device will be sent for pressure plate set up with new m2 and m3 springs which will satisfy flow accuracy and flow rate testing for the reported over infusion symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.